Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. All available x-rays and photographs were reviewed, and the complaint cannot be confirmed. The investigation did not establish that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(4). Study: (B)(6). Clinical adverse event received for acute sepsis of left total knee arthroplasty : infection - deep. Event is serious and is considered severe. Event is definitely related to device and there is a remote possibility that the event is related to procedure. Date of implantation: date of event (onset): (B)(6) 2021, (left knee). Treatment: surgical I&d performed, with tibial insert exchange and antibiotic pellet placement.